Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4). Implanted: 2018-10-26 product type lead product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2018. Product type lead product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2018. Product type lead product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2018. Product type lead. Codes applicable to the leads are as follows: device codes: c62917 patient codes: c50789 fdccodes: 67 fdmcodes: 4117 fdrcodes: 3221 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that x-rays were taken and confirmed that one lead did move slightly. They tried to reprogram around the high impedances but the patient was not getting adequate coverage. The settings not available message was resolved as long as they did not program on a high impedance. The rep met with the patient again on (B)(6) 2019 and checked impedances and performed reprogramming. The impedance test showed electrodes 0, 1, 6, 9, 11, 12 and 14 were greater than 40,000 ohms. During the connectivity check, there was a poor connection for electrodes 8-12. The patient denied any injury or event that would have caused these changes. The rep programmed around the out of range electrodes, but the patient was still reporting that coverage was not as good as it used to be. No further complications were reported or anticipated.

Manufacturer narrative:
H3: analysis of lead (model 977a260 / serial number: (B)(6) found that all conductors were broken 17.0 cm from the distal end. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H3: analysis of lead (model 977a260 / serial number: (B)(6) found that all conductors were broken at 19.2 cm from the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-15. The patient is not receiving adequate stimulation. They mostly feel stimulation in their rib and abdominal area. There is an appointment scheduled for (B)(6) 2019 to get an anterior, posterior, and lateral x-ray to look at the leads. The rep will also run another impedance check. The physician is aware of the issue. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that no surgical intervention is planned or scheduled as of yet however it's a possibility. The rep noted they would continue to follow up. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that both leads were replaced on (B)(6) 2019. All impedances were > 40,000. After replacement, the impedances were within normal limits. The leads were going to be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the rep did an impedance check and got an out of range impedance reading on electrode 6 of the 0-7 lead of >40,000 ohms. No symptoms were reported. They programmed around electrode 6 so the patient could receive adequate stimulation and everything was working fine; issue was resolved. Then, later on that day, the patient contacted the rep and reported seeing a settings not available message on groups b and c. The rep met with the patient and interrogated the ins and got an alert that showed that contacts 5, 6, 7, 8, 9 and 11 may be open or shorted, so an impedance check was performed again. High impedances (>40,000 ohms) were then found on contact 8 in group b. Additionally, an impedance check using contact 8 as the reference yielded high impedances (>40,000 ohms) on all contacts. The following programming was reported: group b: program 1 - 0, 1, 2, 3,4 program 2 8, 9, 10, 11. 50 hz, 450 us and group c: program 1 - 3, 4, 5 2.5 ma 50 hz, 450 us program 2 - 11, 12, 13. 2.0 ma 50 hz, 450 us. The rep was going to look at reference electrode impedance values and then perform reprogramming. Technical services reviewed that if reprogramming doesn't work, that lead migration could be something to investigate further. It was noted the patient did not experience any events that could have caused the oor impedance. No further complications were reported or anticipated.